Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected intermittent high out of range shock impedance measurements on this right ventricular (rv) lead. No adverse patient effects were reported. The patient will be monitored. As of today both device and lead remain in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.